Event description:
A 26 mm diameter x 15 diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. A follow-up evaluation in 2004 demonstrated that the patient's aneurysm measured 5.4 cm x 5.6 cm and had increased in size since a follow-up evaluation in may 2003. It was reported that a CT scan demonstrated a para-aortic hematoma or fibrosis, which may have corresponded to the patient's contained rupture of their abdominal aortic aneurysm. The ruptured aneurysm was not present on the previous follow-up CT scan. The pt was successfully treated for a type ii endoleak on an unk date by the coil embolization of the proximal portion of the inferior mesenteric artery. The contained rupture was not directly treated. A CT scan demonstrated that the aneurysm size had stabilized at 5.6 cm x 5.1 cm and no endoleak was detected. No add'l sequelae were reported and the pt is reported to be fine.